Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2024, it was reported the patient was admitted to the hospital on (B)(6) 2024 due to inaccurate cgm values. The patient was treated with IV fluids and an IV insulin drip. No further event details were provided. There were no cgm/bg meter comparison values reported. No patient symptoms were reported. It was also not noted how long the patient was in the hospital prior to discharge. Since discharge, the patient changed her transmitter, and it was stated her cgm values have been ¿more accurate¿. Attempts to reach the reporter for further event details were unsuccessful. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.